Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. There was no unexpected numbers ramping during testing. The following cosmetic damage was noted on the device: a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the up button on his insulin pump caused the numbers to start ramping uncontrollably; the button is stuck. His blood glucose value at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.